Manufacturer narrative:
Batch review performed on 10 may 2016. Lot 134309: (B)(4) items manufactured and released on 15 november 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 12 may 2016 the medical affairs performed a clinical evaluation and commented as follows: instability at two years because of insufficient soft tissue tension is a known possible complication of tka. It is not to be ascribed to a malfunctioning device. In this case, the discrepancy between the previously chosen insert and the replacement (12mm initially, then 20) is rather unusual. No images are available to assess positioning of the primary implant or possible subsidence of the tibial plate (not reported), but there is no reason to suspect that a faulty device caused the reoperation. Not available.

Event description:
The patient came in complaining of instability. The surgeon revised the size 12mm poly to a 20mm poly the surgery was completed successfully. X-rays and explants are unavailable.

Manufacturer narrative:
On 13 july 2016 it was prepared a final report with the information already submitted in the initial report.on 19 july 2016 the report was sent to the initial reporter and the case was closed.